Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the device would go to a blue or black screen. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Evaluation could not replicate the customer complaint of the camera going to either a black or blue screen. A visual inspection was performed and showed the camera head has been used in the field and has normal wear. The camera head was attached to a functional and suitable camera system. It produced a clear image on the monitor. Review of the device history records confirmed no inconsistencies.